Event description:
A male patient contacted lifecor customer support to report that his response buttons on his monitor will not work. Support called the lifecor patient service representative (psr) to exchange the device. Psr gave the patient a replacement monitor in 2007.

Manufacturer narrative:
Device evaluation of monitor has been completed. The defective response button problem was confirmed. When the rear response button was depressed it would not trigger a response. The root cause of defective response button has been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The patient received a replacement monitor.